Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately two and a half weeks post implant, the right ventricular (rv) lead triggered an alert for low pacing impedance. In addition, there was a new onset of high rv capture thresholds. It was noted that the rv lead placement on the initial x-ray taken at implant appeared different than x-ray done on date of event. The lead remains in use. It was further reported that a lead integrity alert (lia) triggered due to high rate non-sustained (hrns) episodes and short v-v intervals. There were short periods of ventricular undersensing and oversensing observed on stored electrograms. A follow-up investigation revealed that the patient later expired due to sepsis and infection. The physician stated that the source of the infection was not related to the implantable cardioverter defibrillator (ICD) system.